Event description:
2013 (B)(6), ((B)(4)): it was reported that patient was still battling pain. Patient visited the healthcare provider (hcp) yesterday who informed him that his catheter may be placed wrong based on where his pain was. Per reporter, this was the first time someone told him catheter should be placed at l1 - t12 and should be facing up; patient¿s catheter was placed at l3 - l4 and facing down. Drug delivered via the device was dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).